Manufacturer narrative:
Ptc investigation updated on 24-jun-2015 ptc global number (B)(4). Final assessment batch number c03098; production date 10-dec-2013; expiration date 31-dec-2016 since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. In this case, we conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. We are unable to confirm any quality defect or device malfunction at this time. No new failure mode has been identified. Medical assessment: this ptc was initiated due to a request for confirmation of quality. The reported adverse events considered related are known, possible, undesirable events and not indicative of a quality deficit per se. (B)(4) further ae case reports have been received to date in relation to the reported batch, of which one case refers also to similar types of adverse events. No unusual pattern could be identified. The batch documentation of the reported batch was reviewed. No complaint sample was provided for a technical investigation. The technical assessment concluded unconfirmed quality defect. In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Follow-up from 14-jul-2015: the required number of follow-up attempts has been completed, with no response to date. No further follow-up will be pursued. Company causality comment: this non-medically confirmed spontaneous case report refers to a female patient who had essure (fallopian tube occlusion insert) inserted and experienced bleeding since the device placement. This event is serious due medical importance and listed in the reference safety information for essure. During essure use, abnormal genital bleeding and menses pattern changes may occur. Given the positive temporal relationship, the event is assessed as related to essure use. This case was previously seen as non-incident. Later, it was informed that essure was removed (required intervention implied) and therefore this case was upgraded to incident. Other non-serious events were reported. The product technical analysis concluded there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Further information could not be obtained.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.

Event description:
This is a spontaneous case report received from a consumer via regulatory authority (case# mw5039085) in united states on 15-jan-2015. It refers to a female patient of unspecified age who had essure (fallopian tube occlusion insert) inserted in 2014. She stated that presented horrible cramping, bleeding, lower back pain, headaches, insomnia, infection since it was inserted. Her body was rejecting the device. She was scheduled to remove essure at the day of this report. No further information was provided. The product technical complaint (ptc) investigation and final assessment were received on 31-jan-2015. (B)(4). Final assessment this is report from an unknown patient with no contact information to conduct a follow-up. The symptoms reported could not be confirmed. Since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Medical assessment this ptc was initiated due to a request for confirmation of quality. The reported adverse events considered related are known, possible, undesirable events and not indicative of a quality deficit per se. No batch number was reported. Without this information no batch signal cluster review in the gpv database for a more detailed statistical medical evaluation is possible. No complaint sample was provided for a technical investigation. The technical assessment concluded unconfirmed quality defect. In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Follow-up information received on 23-mar-2015. The consumer's initial was updated. Essure was inserted on (B)(6) 2014 with lot number c03098. On (B)(6) 2014, essure was removed. Case upgraded to incident. Company causality comment: this non-medically confirmed spontaneous case report refers to a female patient who had essure (fallopian tube occlusion insert) inserted and experienced bleeding since the device placement. This event is serious due medical importance and listed in the reference safety information for essure. During essure use, abnormal genital bleeding and menses pattern changes may occur. Given the positive temporal relationship, the event is assessed as related to essure use. This case was previously seen as non-incident. Later, it was informed that essure was removed (required intervention implied) and therefore this case was upgraded to incident. Other non-serious events were reported. Product technical analysis was performed and concluded there is no reason to suspect a causal relationship to a potential quality deficit. Further information and updated technical analysis are expected.

Manufacturer narrative:
Follow-up information received on 01-oct-2015: this case has been identified during monitoring of postings on an FDA hosted docket website, which has been established in preparation of a public FDA advisory committee meeting which took place in september 2015 (FDA-2014-n-0736-1250). The consumer stated she was wide awake when the device was placed, she reported the pain was something she had never experienced before, she had two babies without drugs and that did not even compare. She stated the pain was instant; she could barely walk out of the office and was in bed for days. The pain in her lower back and pelvis was unbearable. She ended up with an infection and bled for 21 days. She had essure removed one month later and had her tubes burnt. She stated her side effects are still with her to the time of the report. She had essure removed in 2014 and had heavy periods with golf ball size clots, she had pain in her pelvis and ovaries and lower back pain. At time of the report, she mentioned she is now diabetic and has hyperparathyroidism, low thyroid, depression, migraines, high blood pressure, tachycardia, brachycardia, and her vitamin d level was at 7. She had kidney stones and her kidneys always hurt, her liver enzymes were always high, she had insomnia, chronic fatigue, her hair falls out in clumps and she could not play with her kids like she used to; she lost two jobs because she was not reliable, she was always nauseous and had a metallic taste in mouth, her gums always hurt and she had bowel problems, she reported her skin was bone dry. She stated that her 1 day to heal before she could go back to work turned into 4 months. She had to have another surgery to have the device removed. She had a 8cm cyst removed from ovary. She was never asked if she was allergic to nickel, which she is. Company causality comment: this non-medically confirmed, spontaneous case report refers to a female consumer who had bleeding after essure insertion. The devices were removed. Additionally, she was diagnosed with hyperparathyroidism, became diabetic and had an 8 cm cyst removed from her ovary. Only bleeding, regarded as genital bleeding, is listed according to essure's reference safety information. After essure insertion abnormal genital bleeding and menses pattern changes may occur. In this case, consumer bled for 21 days after essure placement and was submitted to a surgery for devices removal approximately 1 month after their implantation. Given this close temporal relationship and considering event's nature; causality with the suspect insert cannot be excluded. Regarding the reported ovarian cyst, it can develop in females at any stage of life. Most ovarian cysts, however, occur during the hormonally active periods of development. Essure has local action in fallopian tubes; no hormones are released from the insert. Considering this information and given ovarian cysts pathophysiology, causality is considered very unlikely. The same assessment is given for diabetes and hyperparathyroidism. In addition non-serious events were reported. This case was regarded as incident, since device removal was required. The technical assessment concluded unconfirmed quality defect. In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. No further information is expected.